Event description:
Operator was burned (scalded by hot water) when forcing open sterilizer chamber door. Long duration liquid cycle was run on friday; cycle had not completed, another operator aborted cycle and turned controls off. Sterilizer was not used all weekend. Monday start up, pt turned sterilizer controls on. Approx 30 minutes later, pt tried to open door, but it did not open. Control circuit was turned off and then back on which allowed door to be manually opened. Upon opening door, pt was scalded by hot water from the chamber. Pt was taken to center for occupational injury at medical center for treatment and was admitted for 2 days. Pt was referred to outpatient treatment (burn unit). Pt returned to work by 09/08/1999. Note: details of severity of burn(s) (degree, size, locations) were not provided and are unk at this time.